Event description:
Information was received from a patient's representative regarding an external device. The caller stated controller sn is ripped off. The reason for call was caller reported the controller is not charging from the wall. Caller stated the controller says good morning and then it says someone else name on the screen, it was replaced through sunmed. Patient service specialist walked caller through removing the battery pack and plugging controller into the ac power cord; caller confirmed controller powers on. Caller inserted the battery and confirmed the controller was not flashing green. Caller then unplugged the controller from ac power and the controller went blank. The issue was not resolved. An email was sent to the repair department to replace the li battery pack. (B)(6) 2024 (B)(6) (con): pt rep called back and reported the contacts inside the controller replacement they had received were entirely blackened, and the programming on it had been for someone of a different name. Agent asked, caller confirmed the controller would not power on with either battery pack. They had mixed up the battery packs and wanted to know which was the replacement and which was the old battery; agent confirmed s/n by listening to old call and confirming s/n in email to repair was correct. Agent reviewed information, replacement controller will have correct name for pt upon syncing with ins. Agent closed case. (B)(6) 2024 (B)(6) (con): patient rep called back reporting that they received the replacement battery pack. Caller stated that the patient got a software problem message on the controller; caller followed up saying that the controller currently has 2 double aa batteries inside. Agent had the caller read the software problem; 1- intellis, 2- 3.6, 3-245, 4- ensineoc-c and reviewed the message with the caller. Agent walked caller through a reset of the controller; caller said that the controller needed to be charged so agent advised caller to fully charge the controller. They stated they got a new controller but they could not find the ins in the pt no mattery what they did. This was a nightmare and was a pain. During call caller attempted to recharge the ins and got no device found so they pressed recharge then got unfamiliar device found (screen 63), so caller pressed recharge. They were recharging excellent. The ins was in the red. (B)(6)2024 (B)(6)(con): patient rep called back. Patient and patient rep stated while trying to recharge the ins, the controller would not charge the implant and they would have to go through the set up process. Agent walked patient and patient rep through pairing the device, as well as a controller reset and confirmed that the charging quality was excellent when trying to charge ins. Troubleshooting resolved issue.

Manufacturer narrative:
Continuation of d10: product ID m995402a001 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: 97745 controller ptm - s/n#: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID m995402a001, serial# (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID m995402a001 serial# (B)(6) product type product ID 97745nt serial# (B)(6) product type h3: analysis of the (B)(4) battery pack (s/n#:(B)(6) revealed no confirmed allegations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt, serial #: (B)(6). H3 device evaluation: analysis of the returned 97745nt controller found no anomalies. D9 and h3 refer to the controller. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.